Event description:
It was reported that during a colon resection procedure, the tissue pad melted. The procedure was completed with another device. No patient consequences were reported.

Manufacturer narrative:
Date sent 09/19/2007. Information anticipated, but unavailable at this time.